Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was implanted during an esophageal dilatation procedure on august 14, 2011. According to the complainant, the stent was placed to treat an inoperable stenosing carcinoma of the cardia and distal esophagus. The stenosis prevented the intake of food and liquids. It was noted that the stenosis was inaccessible by endoscope. The patient was not noted to have tortuous anatomy and the stricture was not dilated prior to stent placement. The stent was implanted successfully. On october 3, 2011, it was discovered by x-ray fluoroscopy that the stent had migrated from the esophagus into the stomach. An endoscopic intervention was performed and the stent was withdrawn from the patient. Following removal, it was noted that the covering of the stent was visibly damaged; the covering was described as "rolled up" or "bundled up." The damaged covering along with food residue occluded the lumen of the stent. A non-bsc stent was implanted to treat the stenosis. The condition of the patient following the intervention was reported to be "stable."

Manufacturer narrative:
The device component code 515 relates to the device problem codes 1395 and 1423 for the reported events of stent migrated and stent occluded. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was implanted during an esophageal dilatation procedure on (B)(6), 2011. According to the complainant, the stent was placed to treat an inoperable stenosing carcinoma of the cardia and distal esophagus. The stenosis prevented the intake of food and liquids. It was noted that the stenosis was inaccessible by endoscope. The patient was not noted to have tortuous anatomy and the stricture was not dilated prior to stent placement. The stent was implanted successfully. On (B)(6), 2011, it was discovered by x-ray fluoroscopy that the stent had migrated from the esophagus into the stomach. An endoscopic intervention was performed and the stent was withdrawn from the patient. Following removal, it was noted that the covering of the stent was visibly damaged; the covering was described as "rolled up" or "bundled up." The damaged covering along with food residue occluded the lumen of the stent. A non-bsc stent was implanted to treat the stenosis. The condition of the patient following the intervention was reported to be "stable."

Manufacturer narrative:
Only a deployed stent was received for analysis. A visual examination of the stent found that the stent cover was missing. Dried blood was present at the proximal and distal end of the stent. No other issues were noted with the stent. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The most probable root cause classification is undeterminable.